Event description:
The customer reported that the display screen on the companion 2 driver turned white then changed to black. The customer also reported that a nurse stated that she noticed some liquid on the driver, and she wiped it clean. The patient was switched to the backup driver. There was no adverse impact to the patient. This alleged failure mode poses a low risk to the patient because it did not prevent the companion 2 drive from performing its life-sustaining functions. An investigation will be conducted by syncardia. The results of the investigation will be provided in a supplemental MDR.